Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted. According to the investigation details, the motor was noisy and corroded and was replaced along with several other components. The device was returned to the customer.

Event description:
It was reported that the handpiece overheated. According to the customer, it is unk if there was pt involvement or adverse consequences associated with this event.